Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The dcb to acb ribbon cable connector was reseated to resolve the issue. No patient information provided to date after calls to customer 01-nov-2022 and 03-nov-2022. Unique identifier: (B)(4). Legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported the unit shutdown during a case. There was no patient injury.